Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is missing a tab to be able to open side storage drawer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The failure of the equipment is because they broke the lock on the side door of the car. The fse replaced the material and verified correct operation. The iabp was then released to the customer and cleared for clinical service.